Manufacturer narrative:
The account tested the bed and could not duplicate issue. However, when testing it with CPR, the handle did not go back in. The CPR handle had to be pushed back in. Technical support informed the account to check the crp cables to the drive and the drive to isolate the issue. The account replaced the head drive to repair the bed.

Event description:
The nurse stated their staff alleged the head section was drifting down. No injury reported. Bed is out of service.